Event description:
Staff had processed a pentax linear scope and connected the scope to the custom ultrasonics washer/disinfector for cleaning. The ultrasound component of the washer/disinfector did not work; however, the print out tape indicated that the cycle worked. This equipment does not have the capability of alarming to alert staff that the ultrasound mechanism is not working. The equipment does have a light that comes on when the ultrasound mechanism is supposed to be on. This light only tells staff that it is the cycle for ultrasound mechanism to function; it does not mean that it is working. The manufacturer tells us that staff should listen for the "hissing sound" to determine that the ultrasound mechanism is in fact working. When the washer/disinfector is running it is virtually impossible to hear the "hissing sound." This is a very poor design.====================== manufacturer response for washer/disinfector, custom ultrasonics======================custom ultrasonics is working on a fix but has no idea when this will be available.